Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant navion stent graft system was implanted in a patient for the endovascular treatment of a 60 mm diameter thoracic aortic aneurysm. The diameter of the proximal thoracic aorta was 31 mm, there was moderate angulation of the thoracic arch, and the thoracic and abdominal aorta were moderately tortuous. No calcification was present in the thoracic aorta. It was reported that during the index procedure, when the physician was deploying the tip capture, the stent graft moved 20 mm distally from the intended landing zone. An additional valiant navion stent graft (vnmc3737c90tu) was implanted to cover the missed landing zone, and the procedure was completed. It was reported that the delivery system and guidewire were fully opposed to the outer curve of the aorta. Rapid pacing was not used. As per the physician, the cause of the event was related to the blood pressure pushing the device back. No additional clinical sequelae were reported, and the patient is fine.